Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and reservoir occlusion. Customer's blood glucose level was 400 mg/dl. Customer advised they had issues with their infusion sets and reservoirs not properly priming during the prime process. Customer advised they would push the plunger back in and try to manually push the insulin out. Customer advised at times the insulin would exit and other times insulin would not exit. Customer was advised they would receive replacement infusion sets and reservoirs.